Manufacturer narrative:
This issue is caused by interactions between the device and hospital monitoring or diagnostic equipment when the minute ventilation feature is programmed on.

Event description:
It was reported that post bone biopsy, the pacemaker was pacing the patient in the atrium at the maximum sensor rate. It was noted that sudden brady response, minute ventilation and the accelerometer were all programmed on in the device. Boston scientific technical services (ts) discussed that the minute ventilation feature can interact with hospital equipment and recommended turning the feature to passive while the patient was in the hospital. No adverse patient effects were reported.